Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.5 diopter intraocular lens (iol), used with a1mtec30 cartridge, was implanted in the patient''s operative eye on (B)(6) 2017. Post-operatively, the next day, the patient presented with symptoms of toxic anterior segment syndrome. The patient was treated with steroids and is doing well with a full recovery. Reportedly, there was no secondary surgery/medical intervention required and no delay in surgery. No additional information was provided. This report captures the event for the iol. A separate report is being submitted for the cartridge.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the lens remain implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of the complaint database was performed on (B)(6) 2018 and revealed that no other complaint was received from this production order. Sterilization record review: the sterilization record for this lot was reviewed and no deviations were found that could affect the sterility of the device. The product was processed according to requirements and met the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.